Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "there were two issues: the primary IV tubing used to spike IV fluid bag/fluid would not prime in the tubing despite drip chamber being squeezed and filled and clamp opened on the tubing. This occurred with two sets prior to the third one working. All were the same lot number. The primary IV tubing came apart in two pieces at the lower injection port site after priming IV fluid and attaching to the patient's implanted port access. The tubings were sent to materials management; the sets were smartsite infusion set; manufacturer was carefusion the IV infusion sets were tried on the IV bag of fluids prior to reaching the patient." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "there were two issues: the primary IV tubing used to spike IV fluid bag/fluid would not prime in the tubing despite drip chamber being squeezed and filled and clamp opened on the tubing. This occurred with two sets prior to the third one working. All were the same lot number. The primary IV tubing came apart in two pieces at the lower injection port site after priming IV fluid and attaching to the patient's implanted port access. The tubings were sent to materials management; the sets were smartsite infusion set; manufacturer was carefusion the IV infusion sets were tried on the IV bag of fluids prior to reaching the patient." An incomplete date of event of (B)(6) 2018 was provided. No patient harm was reported.